Event description:
It was reported that the reservoir was leaking insulin when filling the reservoir. It was stated that the customer saw air bubbles during prefill. Issue occurred with 3 boxes of reservoirs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.